Event description:
Coating protection on esu electrode caused small burn to patient's right nostril (1mm). Point cautery used to incise the septal mucosal superior to its involvement, preserving it completely for the anterior 1cm and preserving all but the inferior most 1cm from the posterior to the vomer, including the inferior vomer. Noted a very superifical right alar cautery mark, a result of a small irregularity in the shielding of the point cautery tip, which was then replaced. ======================health professional's impression======================shielding irregularity.